Manufacturer narrative:
(B)(4). Date sent: 8/9/2024 d4: batch # unk d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: 1. Did the device lock-out (no staples deployed and no cut line started)? 2. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? 3. Or, did the device fully fire and stop during the automatic knife return? -partially fired 4. Was there any difficulty opening the device jaws? 5. If yes, what steps were taken to open the jaws. 6. If the jaws could not be opened, how was the device removed -no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the lung resection surgery, could not fire farther after fired a little. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 9/6/2024. D4: batch # 743c61. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received with no apparent damage with an open package and fully fired. No functional test could be performed due to the condition of the reload. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Refer to the echelon endoscopic linear cutter insert for instructions for using the instrument after it is loaded. The event described could not be confirmed as the reload was received fully fired. Device history review: a manufacturing record evaluation was performed for the finished device batch number 743c61, and no non-conformances were identified.